Event description:
The device was returned for evaluation and repair with a report that the handpiece was heating up. There was no patient or user impact or injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. The product analysis found the handpiece was not working upon inspection. The bearings were corroded and would not allow the shaft to rotate; therefore, the reported overheating could not be confirmed. The hand piece was repaired, tested to product specifications, and returned to the customer.